Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During use, there was leakage from the connector (1 defective unit) and empty packaging(B)(4) defective units). The defective products were returned, and a returned photograph is available. We require a claim settlement, a response to the complaint, and a receipt of the complaint.